Event description:
Received an electronic report that occurred in a dialysis facility that stated" at 0940 a technician noted that patient was not breathing.pt had frothing mucous around mouth. The patient was suctioned than CPR started. Ambulance crew here for other patient, and CPR continued, then patient transported to the hospital". The reporter of this event was contacted in 01/2006 for additional information, where it was learned that this event resulted in patient death. According to the reporter, this patient was "a very critical patient". The patient also had to halo appliance and because of the halo this patient could not be intubated. The patient was transported by ambulance to a hospital by the 911 team who were present in the unit. The patient was pronounced dead at the hospital. An autopsy as performed and the cause of death concluded this death was caused from natural causes. Also, toxicology labs were obtained. A request was made for treatment sheets, autopsy report and other patient information but to date has not been forwarded to date. There is no sample available. This event occurred in a dialysis facility, while the patient was undergoing dialysis.